Manufacturer narrative:
The immucor laboratory tested retention product on 05oct2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site with retention product on 05oct2018, which yielded the expected positive outcomes, and as a result the customer's issue was not reproduced or confirmed. Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the testing instrument. The immucor internal identification number for this report is (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported, via email, an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) with a galileo instrument.